Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability, mesh erosion, mesh exposure, mesh contraction, infection, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, pelvic floor damage, and/or recurrent urinary incontinence, and will require future corrective surgery.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(6).